Event description:
A customer contacted beckman coulter inc. (Bci) in regards to multiple erroneously low cartridge chemistry results generated by unicel dxc 600 pro clinical system. The erroneous results were not reported out of the laboratory. The samples were retested on another unit and the results were within the established range. Patient treatment was not impacted since the results were not reported out of the laboratory.

Manufacturer narrative:
Qc data pre and post event was within customer's established ranges. Customer indicated that the sample rack pusher was not in the correct position, therefore, they shut down and rebooted the system. Post reboot the system functioned accordingly with no further issues. Service call was not dispatched. A clear root cause can not be determined for this event.